Event description:
It was reported that the patient had the artificial urinary sphincter cuff removed on unknown date due to recurring incontinence. A new artificial urinary sphincter 6.0cm cuff was implanted at a later date on (B)(6) 2018. Analysis results: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff removed on unknown date due to recurring incontinence. A new artificial urinary sphincter 6.0cm cuff was implanted at a later date on (B)(6) 2018.